Event description:
Complainant states that on 1/10/94, his spouse received a hip replacement. According to the complainant, the replacement hip "came out of the socket twice" and in 5/95, a 2nd replacement was done. He stated that on removal of the 2nd prosthesis, it was noted that the outer shell of the prosthesis exhibited slight deformity of the outer spokes and the metal margins of the ball appeared slightly eroded with light brown discoloration over an area measuring 6mm in length, along with a metal erosion area of 1mm at the base of the ball.